Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: per the (B)(4), the tibia is to be affixed to the stem extension with either the 3.5mm hex-head screw packaged with the stem extension or the locking screw packaged with the articular surface. This step is to occur prior to implantation. Based on the received report, neither of these methods of fixation was used prior to attempted implantation. It is likely that this deviation from the surgical technique is what led to the reported dissociation, but without further information this cannot be determined conclusively. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the threads of the screw would not engage with the stem extension. The screw was evaluated and no imperfections or defects were observed. After several attempts, the surgeon decided to close the patient without the use of the lockdown screw. Post op x-rays indicate that the stem extension had become dissociated from the tibia.